Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the ipg had unintended movement causing discomfort to the pt. The physician decided to explant the device and replace it with a smaller device in a new location. No further info is available at this time.